Event description:
It was the rv lead that had high impedance and increased threshold.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Kdr401 implantable pulse generator 2005-(B)(6); 5076-45 implantable pacing lead 2005-(B)(6). (B)(4): lead remains in use.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high impedance and increased threshold. The lead remains in use. No patient complications have been reported as a result of this event.